Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system with this right atrial (ra) lead experienced infection. Subsequently, the patient underwent a revision procedure where the system was explanted, and no devices were implanted instead. No additional adverse patient effects were reported outside the revision procedure.